Event description:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, pn unknown, ln unknown; unknown head, pn unknown, ln unknown; unknown liner, pn unknown, ln unknown; unknown cup, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-03747, 0001822565-2019-03748, 0001822565-2019-03749. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.